Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the serter device was not releasing the sensors and that she inserted them manually. The blood glucose reading was 350 mg/dl. Customer treated the high blood glucose with a bolus. Customer declined to troubleshoot the insulin pump. She was advised not to push hard into the body between button presses. Customer stated that the needle hub assembly released from the serter. Nothing further was reported.